Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 19-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("lumbar pain"), pain in extremity ("upper and lower limb pain"), arthralgia ("joint pain"), fatigue ("severe fatigue"), amnesia ("memory loss"), visual impairment ("visual disturbances"), asthenia ("feeling weakened") and mental disorder ("psychologically not at all well"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, asthenia and mental disorder had not resolved and the back pain, pain in extremity, arthralgia, fatigue, amnesia and visual impairment outcome was unknown. The reporter considered amnesia, arthralgia, asthenia, back pain, fatigue, mental disorder, pain in extremity, pelvic pain and visual impairment to be related to essure. The reporter commented: that the patient is in sick leave for at least 2 months post-hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on (B)(6)2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("lumbar pain"), pain in extremity ("upper and lower limb pain"), arthralgia ("joint pain"), fatigue ("severe fatigue"), amnesia ("memory loss"), visual impairment ("visual disturbances"), asthenia ("feeling weakened") and mental disorder ("psychologically not at all well"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed on (B)(6)2021. At the time of the report, the pelvic pain, asthenia and mental disorder had not resolved and the back pain, pain in extremity, arthralgia, fatigue, amnesia and visual impairment outcome was unknown. The reporter considered amnesia, arthralgia, asthenia, back pain, fatigue, mental disorder, pain in extremity, pelvic pain and visual impairment to be related to essure. The reporter commented: that the patient is in sick leave for at least 2 months post-hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.